Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h9, h11. Intuitive surgical, inc. (Isi) has received the megasuture cut needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the megasuture cut needle driver to perform failure analysis at the time of this report.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia procedure, the cable of the megasuture cut needle driver instrument broke while inside the patient. No other piece broke off of the distal end of the instrument. The instrument was promptly removed and replaced. A pelvis/abdomen x-ray was performed intra-operatively, and no fragments from the distal end of the instrument fell into the patient. There was no report of the patient returning to the hospital due to post-surgical complications related to retention of foreign material. The instrument was then sent to sterile processing. The procedure was completed as planned.